Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that an MRI tech states the patient had a recent revision/replacement and wants to know if they are eligible for a scan. Caller reports on (B)(6) 2021 patient had an office visit where they reported concerns about the ins battery, pt said they had been feeling the battery through their skin and this caused pain and discomfort. Caller states pt had an ins revision/replacement on (B)(6) 2021 due to the reported pain and the op note indicates that the "battery was found to be mal-routed upon explantation".